Event description:
Add'l info received by medtronic ave reports that a 28mm diameter x 16mm diameter x unk length "stiff body" aneufx bifurcated stent graft and its components were implanted. A talent lps cuff (cm cuff #8878) was successfully implanted on 3/15/02 to treat the migration. Further info is unavailable.

Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 1996. Vessel and aneurysm morphology are unknown. The infrarenal neck is 25mm in diameter. It was reported that the stent graft migrated. A talent lps cuff has been requested to treat the migration. The patient's status is unknown. Further information is pending at this time.

Event description:
Add'l info received by medtronic ave reports that the aortic neck of the aneurysm measured 24mm in diameter prior to endovascular stent graft treatment. The iliac arteries were non-aneurysmal. It was reported that the last CT scan from a unk date showed the infrarenal aneurysm neck was 28mm with a maximum diameter of 65x71 mm. It was reported that the stent graft migrated secondary to an increase in the aortic neck diameter from 24mm to 28mm, which caused an insufficient proximal fixation of the stent graft. The pt was reported to be doing well and was discharged from the hosp three days post secondary intervention with a talent cuff. The discharge CT scan showed a well functioning stent graft without evidence of any endoleaks.